Event description:
On (B)(6) 2014 - per medwatch: attempting to place powerglide catheter and upon retraction of the device, the catheter was allegedly noted to be severed approx 1 cm above the hub reportedly leaving approx 7 cm of catheter retained in the pt's arm. It was reported that x-ray was obtained and verified retained piece of catheter.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device is being retained by the reporting facility. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complaint.